Event description:
It was reported that the device could not be interrogated and exhibited premature eri. The device was explanted and replaced. The patient was in good condition following the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was found to be caused by a low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the premature battery depletion could not be determined.